Event description:
Metal tip of arthrocare wand broke off in pt's knee during case; tip viewed on x-ray, c-arm brought into room, right knee examined under fluoroscopy; missing tip was then found in suction sock in suction container.